Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the insulin pump (mmt-1884) will not be returned for analysis.

Event description:
It was reported to medtronic minimed that the customer called for pump software update, internal pump battery low even after changing the battery, unable to proceed to update the software due of battery low and advised to call back after the pump setup and continue for the pump software update, also requested for pump bell clip due broken one. The customer reported no adverse event. The event involved products acc-1601, mmt-6102, mmt-1884. Troubleshooting was performed for low/short battery lifetime. Pump alarmed with ¿replace battery¿ or ¿replace battery now¿. Troubleshooting was performed for replace battery now alarm. This is the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after low battery warning. Troubleshooting was performed for pump clip and indicated that the non-serialized product being replaced. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for acc-1601. Product return is not applicable for non physical device mmt-6102.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.